Manufacturer narrative:
Additional information: b3: awareness dated used as event date. The device remains implanted in the patient; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Iop increase is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Iop increase is an established risk associated with use of the device, which is clearly specified in the product''s labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following an uneventful cataract plus trabecular microbypass stent system procedure, the patient presented post-op with increased intraocular pressure (iop), which was treated with medication. Per report, the surgeon is considering further treatment options, and a medical expert consultation has been offered. Additional information is being requested.

Manufacturer narrative:
Additional information: MFR# reference: (B)(4).

Event description:
Through follow-up, the following additional information was received. Per report, the surgeon believes that the primary reason for the elevated intraocular pressure (iop) is steroid response and pseudoexfoliative material potentially clogging the collector channels. Reportedly, there was no adverse impact to the patient and no further intervention was required. The patient's current status was described as "third medication added back to the regimen" and will be re-evaluated during the next follow-up examination. The report noted that the event is ongoing, and that the iop should trend down over time.